Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller said that few days ago he did a test and got a reading of lo so wife called 911. The husband did not have any symptoms, but because he got a lo reading they got scared. When paramedic arrived they did a test with their machine which read 168. There was no medication given, but they put in an IV and took him to the hospital for further testing. Everything was normal and he was sent home. Caller did a test over the phone with the rep and received readings 314 and 22 within minutes. He is washing hands, letting them dry, but he doesn¿t change the lancet every time. Storage is good. Controls not used. Replacing product.